Event description:
The customer reported that they had observed the presence of fluid in the ortho provue analyzer that might have occurred as a result of probe drip.

Manufacturer narrative:
The customer reported that they had observed the presence of fluid in the ortho provue analyzer that might have occurred as a result of probe drip. Erroneous results were not reported due to this incident. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. Probe drip can lead to carry over or cross contamination from microtube to microtube or dilution of reagent or sample. Based on the available information, mts could not rule out provue malfunction as a contributing factor. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood.